Event description:
Additional information was received reporting the pump is no longer available. We accessed both right and left axillary arteries to attempt placing either device from the sites; we were still unable to do so.

Manufacturer narrative:
B5: additional event information received. H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy and tortuosity of vessels preventing successful delivery of impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was admitted with stemi requiring vasopressors after admission. Had impella cp implant and external fem-to-fem bypass. Due to multiple failed ramp attempts to decrease cp, the patient was transferred with a plan to upgrade to impella 5.5. An initial attempt to insert the impella 5.5 via right axillary was done, however, patient¿s anatomy would not allow impella to cross into left ventricle. The physician opted to instead insert a 2nd impella cp via axillary site, however, unable to pass that pump either and the case was aborted.